Event description:
Additional information was received indicating the low impedance was the pacing impedance.

Event description:
Additional information was received indicating the rv lead was repositioned to resolve the event.

Event description:
During an in clinic follow up, intermittent capture and decreased impedance and sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. No intervention has been performed at this time. The patient was stable and will continue being monitored.